Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the pump was not circulating water. The root cause of the reported issue was found to be unknown. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken..

Event description:
It was reported that the pump is not circulating. No patient injury reported.

Event description:
Additional info received via email 30-aug-2022. Customer initially reported incorrect serial number; the serial number has been corrected. Additional info received via email 7-sep-2022. The event occurred during preventive maintenance. No patient involvement .